Manufacturer narrative:
The device was returned for analysis. The reported leak was unable to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified two similar incidents from this lot. The investigation determined the reported leak appears to be related to a potential product quality issue. It is possible inadvertent mishandling resulted in the noted gauge break (gauge needle was in the vacuum pressure zone when not attached to any other components) however this cannot be confirmed. A conclusive cause for the noted gauge break was unable to be determined. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional indeflator referenced is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was performed to treat a lesion in the coronary artery. Two indeflators were noted to lose pressure during deflation of unspecified balloon catheters. An unspecified device was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.